Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified, but the cartridge alarm and minimum fill issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery then that a cartridge change error occurred and then a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. Customer¿s blood glucose level was 129 mg/dl. The customer reverted to an alternate method of insulin therapy.